Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were discussed.